Event description:
It was reported that the customer was hospitalized on (B)(6) 2015 due to low blood glucose levels. The customer's blood glucose at the time of admission was 25 mg/dl. The customer stated that, prior to the hospitalization, the customer was about to eat dinner. The customer confirmed that he was not involved in a vehicular accident. The customer was unaware of the cause of the low blood glucose. The customer declined troubleshooting because everything was fine since the hospitalization. The customer further stated that he had been driven to the hospital by paramedics. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.